Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 1/7/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. If explanted; give date: unknown/not provided, however an exchange is planned. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of halos. Therefore, the intraocular lens (iol) was scheduled for an iol exchange. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional info: further information was provided and reported the lens was explanted and replaced with a different model and lower diopter lens. There was no incision enlargement, sutures, or vitrectomy required. The patient was doing well post operatively. No other information was provided. The following sections have been updated accordingly: if explanted, give date: (B)(6) 2019. (B)(4) initially provided as planned explant, now updated to explant of lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.